Manufacturer narrative:
(B)(4). It was reported that there was noise displayed on the carto 3 and recording system. The image was not clear as well. The returned device was visually inspected upon receipt and it was found that electrode #2 was damaged, displaced and with sharp edges. Due to the ring displacement pebax was also found damage. White foreign material was found under the electrode #2. Per above findings the outer diameters of the catheter were measured and found within specifications. A ft-ir test was performed in order to identify the type of foreign material; the results demonstrated that the foreign particle is primarily composed of polyethylene; however a second compound within the polyethylene was also identified by the ir spectroscopy test. This compound is most likely barium sulfate, a material widely used as radiopacifier along medical device industries. Further information was received indicating that an 8f sheath was used during the procedure, which has a smaller diameter than recommended (8.5f sheath). Friction between the catheter and the internal lumen of the sheath may caused the electrode damage. Per the event reported the returned device was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed; however electrode #2 was not displayed. Electrode #2 of the catheter also failed electrical resistance and current leakage test. The physical damage on the electrode is the root cause of the electrical failure and visualization failure since the electrode wire was found broken. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the electrode condition and electrical failure might due to the use to the sheath with a smaller diameter than IFU recommended.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/07/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4).

Event description:
Bwi received the device on 10/07/2015. Lab has found MDR reportable malfunctions on 10/08/2015. Ring #2 was displaced from its designated spot. Furthermore, there were sharp edges and white foreign material under the ring. The pebax was also found with electrical wire sticking out. All the above lab findings are MDR reportable as they pose risk to patient due to sharp rings and the exposed wire. This complaint is originally created with a non-MDR reportable noise issue. The complaint is re-assessed to MDR reportable based on lab findings on 10/08/2015 which reset the awareness date of current report to 10/08/2015.